Event description:
Surgeon reported, specimen was placed in the pouch. Closed the pouch and brought the pouch up to abdominal wall through trocar site. Pouch broke and another pouch was used to remove the pouch with no pt consequences. This was the first time the surgeon was using the pro46 device.